Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Multiple attempts have been made to try to retrieve further info with no customer response.

Manufacturer narrative:
(B)(4).